Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13a03049, h13b04094, and h13b07147 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the event was unknown. Treatment information was not reported. The patient's catheter was removed and hemodialysis was initiated. The patient was hospitalized on a later date for pd catheterization and to restart pd therapy. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.